Event description:
It was reported that in (B)(6) 2023, an artificial urinary sphincter (aus) and an inflatable penile prosthesis (ipp) were implanted. The aus cuff eroded and the patient became infected. All the device components were removed and replaced with a tactra. There is no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.